Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that post insertion of the mesh, the patient experienced pain, infection, dyspareunia and urinary, bowel and neuromuscular problems.(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent incarcerated ventral hernia repair, implantation of abdominal wall mesh (atrium c-qur mesh), and right inguinal hernia repair on (B)(6) 2011 due to incarcerated ventral hernia, right direct inguinal hernia. It was reported that the patient underwent cystoscopy, urethral lysis on (B)(6) 2011 due to urinary retention, and uti. It was reported that the patient underwent lap. Lysis of adhesions, reduction of incarcerated incisional hernia, and repair with mesh (c-qur mesh) on(B)(6) 2013 due to right lower abdominal pain. It was reported that the patient underwent cystoscopy, right retrograde pyelogram, diagnostic ureteroscopy, insertion of ureteral double-j stent on (B)(6) 2013 due to uti, urinary retention, right flank pain. It was reported that the patient underwent implantation of tined lead first-stage interstim on (B)(6) 2013 due to urinary retention with chronic uti, incomplete emptying and right flank pain. It was reported that the patient underwent wound exploration, translocation of the tined lead and replacement of impulse pulse generator on (B)(6) 2013 due to gluteal pain and possible wound infection. It was reported that the patient underwent placement of implantable pulse generator (second stage interstim) on (B)(6) 2013 due to incomplete bladder emptying and recurrent uti. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent a procedure (urethral lysis) on (B)(6) 2001 due to urinary retention/infections.

Manufacturer narrative:
.